Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-apr-2024. The device evaluation was completed on 26-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, the device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the hole in the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (B)(6) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (B)(6) were selected as related to customer¿s reported ¿the force readings were very high¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿open circuit in the tip area¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that when on ablation with the qdot micro catheter, the force readings were very high. The brand new catheter cable was replaced without resolution. The catheter was replaced and the issue resolved. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-apr-2024 there was reddish material and a hole in the surface of the pebax observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 26-apr-2024 and have assessed this returned condition as reportable.